Event description:
It was reported via journal article that serious injuries occurred. A retrospective observational study evaluated 599 patients who underwent left atrial appendage (laa) closure between 2012 and 2022. Procedures were performed under transesophageal echocardiography (tee) and fluoroscopic guidance. A subset of patients received a watchman flx closure device, and the others received a non-boston scientific device. During the index hospitalization, serious complications included cardiac tamponade, and air embolism. During follow-up additional serious adverse events were reported. Stroke requiring readmission occurred in 6.3% of patients and bleeding events requiring readmission occurred in 12.2% of patients. Device-related thrombus (drt) was identified in 3.4% of patients and peridevice leak occurred in 5.4% of patients (all <5 mm).

Manufacturer narrative:
B3: used 01/01/2025 as literature article was published in 2025, and actual event date is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. Literature citation: holger h. Sigusch, zuzana hudcovska, anna aleevskaia & ralf surber (2025). Left atrial appendage occlusion: real world observational data on in-hospital results, clinical outcome and hemoglobin level, scandinavian cardiovascular journal, 59:1, 2554681, doi:10.1080/14017431.2025.2554681.